Event description:
During evaluation of two returned samples associated with (B)(4) 'veyvondi - incomplete diluent transfer (france)', particles were observed on the diluent and product spikes of the mix2vial transfer devices. Initial complaint (B)(4): on 29 dec 25, (B)(6) reported to takeda medical information a product complaint regarding 2 units of veyvondi 1300 ui lot number m000726. Pictures and sample return requested. Update 31 dec: lot number confirmed by complainant m6c002aa (the one previously reported was only the swfi). The reporter stated that the nurse had a problem while reconstituting two vials of veyvondi 1300 iu. Approximately 3-4 ml of solvent was transferred into the vial containing the powder, while the remaining solvent stayed in the solvent vial. The nurse was supposed to reconstitute three vials. She had no problems with the first two. She had a problem with the third vial. She then took a fourth vial, which also had a problem. She took a fifth vial and had no problems. The two vials that had the problem had the same batch number. The patient did not miss a dose.

Manufacturer narrative:
The samples were transferred to takeda vienna particle identification laboratory for evaluation. Particles were isolated and analyzed by ftir, and the spectrum was consistent with butyl rubber and silica, determined to be stopper material, and classified as intrinsic to the manufacturing process. Stopper coring can occur when during insertion of the spike of the transfer device into the rubber stopper. Per the european pharmacopeia (ep) and united states pharmacopeia (usp), annual fragmentation testing is performed at takeda vienna. Stopper coring is a situation strongly related to user technique and as determined during evaluation of the initial complaint within (B)(4) 'veyvondi incomplete diluent transfer', evidence of user error was identified as suggested by additional crimp divots and an enlarged off-center stopper penetration mark. It is suspected that the user error has contributed to stopper coring in this case. This complaint is not confirmed and no impact to patient safety, product quality or regulatory compliance has been identified.

Manufacturer narrative:
Investigation is pending from the contract manufacturing organizations.

Event description:
During evaluation of two returned samples associated with (B)(4) 'veyvondi - incomplete diluent transfer (france)', particles were observed on the diluent and product spikes of the mix2vial transfer devices. Initial complaint ((B)(4)): on 29 dec 25, (B)(6) reported to takeda medical information a product complaint regarding 2 units of veyvondi 1300 ui, lot number m000726. Pictures and sample return requested. Update 31 dec: lot number confirmed by complainant m6c002aa (the one previously reported was only the swfi). The reporter stated that the nurse had a problem while reconstituting two vials of veyvondi 1300 iu. Approximately 3-4 ml of solvent was transferred into the vial containing the powder, while the remaining solvent stayed in the solvent vial. The nurse was supposed to reconstitute three vials. She had no problems with the first two. She had a problem with the third vial. She then took a fourth vial, which also had a problem. She took a fifth vial and had no problems. The two vials that had the problem had the same batch number. The patient did not miss a dose.